Event description:
It was noted after the completion of a da vinci hysterectomy procedure the monopolar curved scissors orange insulation was peeling. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. A small piece of pad printing was removed from the tube extension. Failure analysis concluded the pad printing damage was due to mishandling/misuse. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the pad printing damage were to recur could cause or contribute to an adverse event.